Event description:
Analysis of the returned device found that the microdelivery catheter proximal shaft was stretched and separated. This occurred outside the patient so there was no direct contact with the patient and no clinical consequence.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the microdelivery catheter proximal outer shaft was separated after stretching at 2.4cm distal to the strain relief from its proximal end. The microdelivery catheter distal shaft was severely compressed. The inner braided tubing was intact. The stabilizer was kinked on several places on its proximal shaft and was separated after kinking. The stabilizer was jammed in the microdelivery catheter. The stent was in the microdelivery catheter in its intended location. The stent was conforming to its visual specifications. No other anomalies were noted. The damages noted on the returned device are indicative of friction being encountered during preparation of the device. From the information provided and investigation results there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Therefore, a definitive root cause for the friction cannot be determined. A root cause of undeterminable has subsequently been assigned to the event. (B)(4).